Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The reported malfunction was duplicated and the front enclosure was replaced as a precaution. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.